Manufacturer narrative:
Gehc surgery field service engineer could not duplicate this problem. Removed c-arm covers and reseated chips on ffb and gib, reseated pcbs. Tightened nuts on workstation transformer. Rebooted system several times and made exposures with no problems. System is functioning as intended.

Event description:
User stated that this morning, in 2007, they performed several procedures, all pain cases, on three occasions the collimator iris closed up and c-arm locked up. Rebooted and system worked ok. No pt injury and no pt info available.